Event description:
It was reported that during a lap choley procedure, the clip applier started spitting clips. Another device was used to complete with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.